Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer 1 was failed. The field service engineer replaced the inseparable magnet, reseated all the cables, wires and performed preventative maintenance to resolve this issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer failure.the customer stated that this malfunction caused a delay to the patient care.there were no adverse events or injuries reported based on this event.